Event description:
It was reported the pt had fallen in the past and she no longer had stimulation coverage. The sjm rep met with the pt and determined the lead had contacts with high impedances. Reprogramming was unable to provide stimulation coverage. An x-ray showed no anomalies. F/u found the physician planned to undertake surgical intervention to address the issue at a future date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.